Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The customer was using a medtronic reservoir, model mmt-326a, lot h7740895.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 66 mg/dl at the time of the event. Earlier in the day, the customer's blood glucose was as high as 590 mg/dl. The customer's mother bolused seven times to treat the high blood glucose, until the customer eventually experienced hypoglycemia. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test failed, received a no delivery alarm during testing. The customer was disconnected during priming. Nothing further was reported.